Manufacturer narrative:
(B)(4). Additional information: the device was received with the cable cut off, the upper jaw detached and not returned. Due to the returned condition, functional testing could not be performed. The instrument was disassembled and no evidence was found as to what could have contributed to the activation issues. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic colon procedure, the hinged jaw detached from the device and needed to be retrieved. Case completed with another device of the same product code. One device will be returned.